Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected battery power loss. Customer¿s blood glucose level was unknown at the time of incident. Trouble shooting performed for battery power loss. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump was received with normal operating currents and no unexpected power loss alarms during testing.